Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood found on the exterior of the catheter. The extender and pressure tubing were also returned. Two kinks were found on the catheter tubing near the y-fitting approximately 75.2cm and 76.2cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal, extender and pressure tubing was performed and no leaks were detected. The iab was placed on the cs300 pump and the iab fully inflated. No alarm sounded from the pump. The evaluation determined kinks in the catheter tubing. It is difficult to determine when or how kinks in the catheter occurs. Although we did not repeat this event in the laboratory setting, a kink in the catheter can cause inflation difficulty or an alarm. A device and lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint # (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy , the iab would not inflate. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint : (B)(4).

Event description:
It was reported that during initial startup of intra-aortic balloon (iab) therapy , the iab would not inflate. There was no reported injury to the patient.